Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the jaw liner was melted. A section of jaw liner tips had detached. Functional testing found that the jaw liner damage was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the device broke during use on a patient. The tip of the tweezers covered with white plastic melted, releasing small fragments. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. The user's guide and IFU warn that use of a device with damaged components may result in injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gynecologic surgery, device broke during use on a patient. The tip of the tweezers covered with white plastic melted, releasing small fragments. Fragments fell into patient's cavity but it all pieces were retrieved. No x-ray or additional medical procedure needed. Device worked intermittently prior to the disengagement. No red light was observed. Completed the surgery with the competitor's clamp. There was no patient injury.